Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. It was unable to verify unresponsive button and unexpected restart alarm due to blank display. The device was receive with broken battery cap, minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported he went into an underwater cave and the insulin pump got wet and damaged. Customer stated that the battery compartment broke into 3 pieces. He dried the device and when inserting the battery; he received an unexpected restart alarm. Then the down arrow, the display went blank and the insulin pump had a constant tone. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.